Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. The customer reported that post case in a test environment they recreated a bolus on the infusion pump, the pump alarmed but continued to drip. The reporter looked at the infusions that had been running for the last 24 hours and then ran a 48 hour report on this pump. The reporter changed the setting to keep vein open (kvo) in the library for this entry and thought that it fixed the concern. There was no report of patient involvement and no report of patient harm.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Manufacturer narrative:
The device was not returned to the service hub for analysis and evaluation. Therefore, visual inspection and functional testing was not performed. Gcm reported a complaint from the customer stating, ¿the device alarmed but continued to drip¿ and ¿once ms. (B)(4) changed the setting to kvo in the library for this entry, (B)(4) tested it out and thought that it fixed the concern.¿ customer provided screen shot if the mednet infusion status view showing infusion of tirofiban (12.5 mg/250 ml) in kvo @ dose rate of 25 mcg/kg. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. R&d engineering was provided the mednet event/alarm log report for plum 15.20 serial # (B)(6) covering may 15 to may 17, 2022. Engineering reviewed the mednet event/alarm log report finding a single infusion of tirofiban. ICU medical pharmacy consultant (B)(6), after assisting customer, reported confirming the issue occurred because the drug library was explicitly configured so that infusions in the ¿surgical service¿ cca would ¿continue¿ at the programmed infusion rate upon reaching vtbi complete. Further, this has been explained to the customer and they have not replied further. Engineering evaluates the customer¿s report is confirmed and represents normal and correct pump behavior based upon the customer¿s custom drug library configuration.